Event description:
Ous MDR - this lead was explanted after about 20 months, due to oversensing. No adverse pt side effects have been reported.

Manufacturer narrative:
Ous MDR - the performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. The analysis did not demonstrate any sign of a material or mfg problem. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the leads had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. The analysis did not reveal any sign of a material or mfg problem.